Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem customer technical support it was discovered that the customer was not removing residual air from the cartridge. Customer was educated regarding insulin/cartridge use. The original cartridge was loaded and insulin delivery resumed.